Event description:
A customer in the united states contacted biomérieux to report a false susceptible (mic <=0.5) vancomycin result for an enterococcus organism on the vitek® 2 ast-gp75 test kit. The test result was confirmed using vitek 2 ast-gp75, and the result was reported to the treating physician. Follow-up testing was performed via alternate methods (etest, synergy quad agar, vancomycin screen agar). · etest result was mic >256 r (with micro-colonies). · synergy quad agar displayed growth in the vancomycin quadrant. · vancomycin screen agar was positive. A corrected report was issued to the physician. There is no indication from the hospital or treating physician that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal (patient isolate) has been requested for internal investigation.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
An enterococcus faecium isolate was submitted by the customer for vancomycin (va) evaluation because the vitek 2 ast-gp75 cards gave susceptible mic results of <=0.5, whereas, etest, the synergy quad plate and the vancomycin screen plate all gave resistant results. It was reported that micro-colonies were observed within the ellipse of the vancomycin etest plate, were retested and the same gp75 mics were obtained. Investigation: the identification of the organism (enterococcus faecium) was confirmed and vancomycin testing included a gp75 card from the same lot tested by the customer and a gp75 card from a random lot. Also performed were broth micro-dilution (bmd), the reference method for vancomycin on the gp75 card and agar dilution (ad), the reference method for etest. The two gp75 cards gave susceptible vancomycin mics of <=0.5 and bmd, ad and etest gave resistant mics of >=32, >=64 and 128, respectively. Micro-colonies were observed within the etest ellipse and sub-cultured. The ast-gp75 testing was repeated for the micro-colonies and susceptible vancomycin mics of <=0.5 were again obtained. The isolate strain showed a heterogeneous population when tested by etest, meaning that when the isolate grows some cells are more resistant than others. However if a strain produces a very small number of resistant cells or produces the resistant cells very late in the growth cycle, the resistance will not be detected by vitek 2 system. The isolate strain associated with this event had atypically slow expression of the resistant phenotype, leading to the false susceptible result. The single customer error report does not suggest performance outside of claims.